Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: ilxc1616115; s/n: (B)(4); use by date: (B)(6) 2009 upn # (B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. In addition to that, a 16x16x55mm iliac extension was placed on the right, while a 16x16x115mm extension was placed on the left. It was reported that during follow-up performed approximately 10.5 years post index procedure, it was noted that the aneurx device had migrated approximately 25mm distal of the lowest renal. There also appears to be a small type ia endoleak. It was also reported that the aneurysm had expanded to 65 mm. The aortic diameter was 28.1 mm at the proximal end of the aneurx system. The distance from the lowest renal to the flow divider was 48mm. There was no migration of the limbs noted. It was reported that the distal left common iliac appeared to have dilated beyond the diameter of distal left limb. The left limb appeared to terminate approximately 20mm proximal of the common iliac bifurcation. The physician decided to have the left internal iliac coil embolized and to build the left limb to left external iliac. The physician stated the cause of the event cannot be determined. A diagnostic angiogram was performed 3 days later, which confirmed the migration of the previous graft. An endurant aortic extension was then implanted proximally, with the distal end terminating proximal to the flow divider of the previous bifurcated stent graft. The left limb was also extended into the left external iliac with an endurant limb and the left internal iliac was coil embolized. A completion angiogram was performed and demonstrated no endoleak. The physician ended the procedure and felt that the endoleak had been resolved. No additional clinical sequelae were reported and the patient will be monitored by their physician.